Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿ crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ device wrinkling: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional, through regulatory agency, reported left side "silicone perspiration, folds, waves, rotation, capsular contracture baker grade ii". The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of gel bleed and malposition are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and malposition.

Event description:
Healthcare professional, through regulatory agency, reported left side "silicone perspiration, folds, waves, rotation, capsular contracture baker grade ii". The device was explanted and replaced. The device will be returned.